Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, lot/serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter; (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving saline via an implantable pump for radiculopathy and spinal pain. It was reported the patient went to their doctor¿s office on (B)(6) 2018 because their pump was alarming (please refer to MFR report number 3004209178-2018-19310 regarding the pump alarm/pump replacement event). The doctor checked the catheter in two places to check for cerebrospinal fluid and there was none. The doctor found that the catheter was not flowing correctly. Therefore, the catheter was replaced on (B)(6) 2018. The device was discarded and would not be returned to the manufacturer. It was reported the issue was resolved at the time of the report. Other medications being taken at the time of the event, patient weight, and medical history were unavailable. The patient¿s status at the time of the report was provided as alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported they were informed of the event by the managing doctor on the day of the surgery (B)(6) 2018. The rep was told the patient had been added to the surgery schedule for a pump replacement, and possible replacement of the catheter. As far as the reported catheter issue, the rep was not given much information besides the patient came into the office because he heard his pump alarming, and at that time, the doctor tried to aspirate the catheter access port (cap) and was not able to aspirate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2018-sep-06. The cause for the inability to aspirate the catheter was determined. The hcp stated the catheter was completely out of the area it had been implanted and was kinked.